Event description:
The pt was discovered to have a finger caught in the vent hole of a mead johnson nutritionals nuk newborn orthodontic pacifier-exerciser. The finger had swelled and changed color, and there was difficulty in removing the finger due to the rigid plastic. Blood flow returned to the finger, and the swelling and color change resolved.